Manufacturer narrative:
(B)(4).

Event description:
During a cardiovascular surgery, the involved graft was reported to seep when declamping, especially at the unringed area. This resulted in a blood loss (about 100ml) each time clamps were released. The graft eventually stopped sweating by itself after a significant amount of time. No adverse consequence for the patient has been reported.